Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had received unexpected restart as well as they had trouble in pressing buttons. Customer also had blood glucose of 259 mg/dl. The customer stated that the insulin pump was able to clear the alarms. The customer was able to rewind the insulin pump. The customer received another pump error alarm after battery change. Troubleshooting was performed. The insulin pump will not be returned for analysis.